Event description:
During the investigation, it was noted that the microdelivery catheter was separated. No patient injury was reported.

Event description:
During the investigation, it was noted that the microdelivery catheter was separated. No patient injury was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft was stretched and separated under the strain relief and just distal to the strain relief. The outer proximal shaft was separated. The microdelivery catheter inner tubing was still intact. The microdelivery catheter distal shaft was compressed just proximal to the stent location. The stabilizer was bent on its proximal shaft and kinked on the middle shaft. The stent was not returned. A functional test could not be performed due to the condition of the returned device. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Review and analysis of available information failed to identify a definitive cause; therefore, a cause of undeterminable was assigned.